Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 in the morning he woke up and saw on the insulin pump display the cgm value was low. Symptoms at the time included vomiting, shaking, and headache. He checked his bg level with a glucometer. The bg fs value was 495 mg/dl but the cgm value was low. No treatment occurred at home based upon the low cgm value. He went to urgent care and diagnostic testing revealed his ketones were ¿high¿. The bg fs value was 560 mg/dl and the cgm value was 51 mg/dl. He was treated with an injection of insulin at urgent care. After two hours at urgent care, his condition improved and he went home. Later the same day he reported the event, and was in good condition at the time of the report. No other details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. At the urgent care, the patient's blood glucose was compared and it was reported to fall within the d zone of the parkes error grid. No additional patient or event information is available.